Manufacturer narrative:
A ge service representative performed an on site investigation. The circuit breaker was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently experienced a power loss. There was no patient injury or death reported.